Event description:
It was reported by the vad staff that this "patient discharged to home in november after a september implant, but never really thrived" and was admitted february 24, 2015 with severe right heart failure. During a pump exchange procedure on march 03, 2015, while opening the sternum, the surgeon "nicked" the driveline with the bovie, causing an electrical fault, followed by high watt alarm and high flows. Patient then had multiple low flow alarms, followed by two (2) high watt alarms and a continuous electrical fault alarm, log files sent. The outflow graft was accessed, a 20mm gortex graft was covering the outflow graft was removed; a kink was noted in the outflow graft immediately at the end of the strain relief. Once the vad was started it was noted that there was 2+ai (aortic insufficiency), the decision was made to go back on cardiopulmonary bypass and over sew the av. It is not known at this time if the pump will be returned. No further information is available at this time.

Manufacturer narrative:
(B)(6). Additional information reported that the reason for the exchange was due to the results of the lv arteriogram. It was further reported that post procedure the patient was "fine" and that the; pump will not be returned. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The etiology of late right heart failure may be a progression of chronic heart disease. The IFU addresses guidelines for optimal patient management. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include change in patient status of right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, as well as outflow graft kink are outlined along with potential actions to take. The instructions for use warns to check the outflow graft for any kinks or compressions during placement that prior to chest closure, ensure that the graft is not kinked or compressed. A kinked or compressed outflow graft may lead to reduced flow and/or thrombus formation. The pump and the outflow graft were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The visual evidence provided by the user facility confirmed the reported driveline cable damage. This damage inadvertently induced by the surgeon during the procedure most likely compromised the integrity of the wires; thus triggering electrical fault alarms. The kinked outflow graft was confirmed via visual examination and supported by the low flow alarms seen in the log files. Based on the information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the electrical fault alarms is the nicking of the driveline by the surgeon. The most likely root cause of the low flow alarms is the kinking of the outflow graft. Procedural and patient factors appear to have contributed to the events. With review of the reported information, it appears that patient factors as well as procedural factors including kinking of the outflow graft and nicking of the driveline contributed to the reported events. There is no indication of a relationship to the device manufacturing process or performance issues. Outflow graft/1001889419. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Device remains implanted.